Event description:
It was reported that the procedure was to treat the right posterior tibial artery with 100% stenosis. The right popliteal artery was recanalized with an unspecified .035 guide wire and then a 5x150 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was inflated to nominal pressure for 120 seconds with restoration of antegrade blood flow. Then, recanalization of the occlusion of the posterior tibial artery was performed with a command 14 guide wire and then the 2.5x200 mm armada 14 pta catheter was inflated and angioplasty performed along the entire length of the lesion. The armada 14 pta catheter was inflated 3 times (10 atm, 14 atm and 20 atm); however, the balloon could not be deflated. Negative pressure was held for 30 seconds and there were multiple attempts to deflate the balloon without success. The balloon was punctured with an additional command 14 guide wire and the balloon was deflated and removed. Further balloon angioplasty was performed with another 2.5x200 mm armada 14 pta catheter. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 2017 clarifier: above rbp.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported failure to deflate could not be determined. Possible factors that may contribute to failure to deflate include, but are not limited to, deflation technique, tortuous anatomy, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, a conclusive cause for the reported failure to deflate cannot be determined since the device was not returned for analysis. It was reported by the account that the balloon dilatation catheter (bdc) was inflated 3 times (10 atm, 14 atm and 20 atm). It should be noted that the percutaneous transluminal angioplasty (pta) catheter, armada 14, global instructions for use (IFU) states: inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended. The rated burst pressure for this device is 14 atmospheres as indicated on the product label. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation corrected from ¿yes¿ to ¿no¿.